Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned severed in two segments 85 mm from the terminal end. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil was punctured with a tool approx. 505 mm. From the tip end. Visual inspection and x-ray showed a fractured coil approx. 350 mm. From the tip end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular lead experienced fracture. The lead was left in place and it was decided to turn the therapy off. Eight months later the patient arrived to the health care facility with episodes of dizziness and muscle stimulation. It was decided to explant and replace this lead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported. Additional information was received detailing that this lead also exhibited out of range high pacing impedance, high thresholds and loss of capture.

Event description:
It was reported that this right ventricular lead experienced fracture. The lead was left in place and it was decided to turn the therapy off. Eight months later the patient arrived to the health care facility with episodes of dizziness and muscle stimulation. It was decided to explant and replace this lead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this right ventricular lead experienced fracture. The lead was left in place and it was decided to turn the therapy off. Eight months later the patient arrived to the health care facility with episodes of dizziness and muscle stimulation. It was decided to explant and replace this lead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported. Additional information was received detailing that this lead also exhibited out of range high pacing impedance, high thresholds and loss of capture.